Event description:
On 12/29/2023, it was reported by an arthrex subsidiary employee via (B)(4) that during a procedure on (B)(6) 2023, when passing the 2-0 fiberwire sutures through the eyelet of the mini peek suture anchor, ar-8825p, they tend to come out of the eyelet, preventing their use and having to be replaced with another implant. This occurred during a triangular fibrocartilage complex (tfcc) procedure with no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.